Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump delivered too much insulin. Caller stated that the customer's blood glucose levels have been high 576 mg/dl. Nothing further was reported.

Manufacturer narrative:
The spouse stated that the night before the call the customer's blood glucose was 197mg/dl. Two hours later rose to 310mg/dl, and by midnight her blood glucose was up to 576mg/dl. The customer took off the insulin pump, treated with a manual injection, and her glucose level dropped to 433mg/dl. The caller believes that the insulin pump may be delivering too much insulin intermittently. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. The manual prime test and high pressure test were performed and passed. The spouse was advised that the insulin pump was functioning normally and they may need to contact their hcp. The caller stated that he will hold on the insulin pump for the time, and he will call back if problems arise. No further information was provided.